Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-15254. It was reported the pt experienced a change in stimulation after sneezing. Diagnostic testing revealed invalid impedance readings. X-rays were taken and no anomalies were identified. The pt is to consult with her physician concerning the next course of action to be taken.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.